Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a damaged/broken front panel mouth, dust inside the unit, worn-out socket slider switch, debris/fragments inside the tubing, a non-olympus lamp, and an air pump making an abnormal noise were confirmed. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be duplicated. However, it¿s likely the cause of the b30 error is related to the adhesion of foreign matter on the electric contacts in the output connector, a worn-out socket slider switch, a fractured/damaged front panel mouth, and dust inside the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting b30 & e216 scope communication errors during procedure preparation. According to the initial reporter, a back up unit was used in the place of the subject device. There was no patient harm or consequence reported as a result of this event.